Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was damaged at 21.5 cm to 22.5 cm from the connector pin due to clavicula r crush. The proximal insulation was also abraded at 50 cm from the connector pin due to friction to another implantable device. This would cause the reported noise.

Event description:
It was reported that the right ventricular lead exhibited noise. An insulation break was also noted. The lead was explanted and replaced.